Event description:
Noninvasive mechanical ventilation (nimv) was twenty and peak end expiratory pressure (peep) was at five. The ventilator alarmed and displayed the message "device failure, lock out" and then stopped. The patient was put on flow by. Troubleshooting was attempted by powering the ventilator off and then on again. The same error occurred again and then the ventilator would not turn back on. The ventilator was alarming both visually and auditory at this time. The patient experienced some respiratory distress but their vital signs remained within the normal limits.